Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal rca (MFR report # 2953200-2009-01527). Following index procedure stenosis was reduced from 99% to 0% residual stenosis. The endeavor sprint rx drug-eluting stent was implanted with one inflation, at a maximum inflation pressure of 16 atm. Approximately 2 months following index procedure, patient returned to hospital for a planned pci of the lad and circumflex arteries. Pci revascularization of the mid lad was carried out. One endeavor sprint rx drug-eluting stent was implanted. A pci revascularization of the mid lcx was carried out on the same day. One other brand stent was implanted. Investigator indicated that there was no relationship to the study stent. It was reported that the patient was admitted with chest discomfort 3 days post revascularization procedure. EKG and labs indicated an mi. Investigator indicated that there was no relationship to the study device. Patient was taken to the cath lab where stent thrombosis of the mid lcx is reported to have occurred. 100% thrombotic occlusion was reported within the previously placed stent in the mid circumflex coronary (other brand stent). An angiography did not show thrombosis of a study stent. A revascularization was performed as a result of this event. The following day, the patient had recurrent symptoms despite medication and was discovered to have up to 75% narrowing at the bifurcation of the lad and diagonal branches. Stent thrombosis of the mid lad was reported to have occurred. A pci revascularization of the mid lcx (balloon only) is reported to have occurred on the same day as the stent thrombosis event. The next day a pci revascularization of the mid lad and the 1st diagonal branch (kissing balloon only) was carried out. Patient did well subsequent to the interventions. A CABG surgery was carried out approximately 6 months following index procedure, utilizing a left saphenous vein graft. Investigator indicated that there was no relationship to the study device. Reversed aortocoronary saphenous vein grafts were done to a 1.5mm right posterolateral. Patient has a 1cm patch angioplasty flushing back in the 1.5mm right pda. The second reverse aortocoronary saphenous vein graft was done sequentially from 1.5mm diagonal and terminated at 1.5mm on the circumflex. A proximal anastomosis was done, flushed and occluded placing the diagonal and circumflex to the left of the right posterolateral.

Manufacturer narrative:
Evaluation results: (myocardial infarction, stent thrombosis, revascularization). (Secondary intervention, revascularization).